Manufacturer narrative:
The device was requested to return for investigation, but it was not returned. No investigation could be performed. If the device returns at a later date the investigation will be performed at that time. A review of the DHR was performed and all units from the work order passed inspection.

Event description:
Patient called and reported a burning sensation in the front lower abdomen and on the side. Patient stated the device was getting hot and burning.